Event description:
It was reported that the right atrial (ra) lead dislodged and was occasionally pacing in the ventricle. When revision was attempted the physician reported that the screw was sticking and extending and retracting was difficult. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage. (B)(4).